Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 125571: 40 items manufactured and released on 1-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: revision surgery 10 years and 8 months post primary tha due to stem loosening in a 72 year old patient. From the radiographic images before revision, a fracture cured with cerclage is visible however no info has been given regarding this event and we presume that the fracture had no influnce on the revision operation because it looks old. Diffused heterotopic ossifications are visible and they may have contributed to the need for revision or even to the loosening of the stem. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 10 years and 8 months post primary for quadra h loosening. Minimax implanted successfully.